Event description:
A male who had previously received an incision on the distal half of his stomach and had a drainage of stones in the common bile duct, underwent aaa repair in 2009. The pt's anatomical form was considered suitable for aaa endovascular repair and the procedure was conducted as labeled. Final angiography after deployment of all grafts revealed a type I endoleak had occurred causing blood to flow into the aneurysm from the proximal side of the main body. The physician ballooned the site, but this did not resolve the endoleak, so he placed another manufacturer's stent. The endoleak had improved but still existed. The physician took a wait and see approach. As of 11 days after procedure, CT images confirmed the endoleak was gone. The pt has shown recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects; anatomical criteria. Anatomical conditions. Importance of accurate placement. Proper ballooning sites. We have notified the appropriate individuals and we will continue to monitor for similar complaints.